Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2001.

Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance. An insulation breach was suspected. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead was capped and replaced.